Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a vbs (t12) was performed. The procedures were proceeded according to the surgical technique, and the cement kit was used when cement mixing. The lid of the monomer liquid was broken off, poured to the polymer powder, the lid of the mixer was closed, and cement mixing was started. Resistance was felt at the stage of pushing the blue handle as the first push, and the blue handle became unable to be pulled back. After several attempts to pull the blue handle back, an anomaly was felt, so a new cement kit was immediately opened additionally, and the same cement mixing process was carried out. The new cement kit was used without problems, and the cement injection was performed according to the surgical technique. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. The surgeon had performed vbs multiple times. He did not perform any operations that deviated from the surgical technique when observed during the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): product code:: 07.702.016s lot number: 4b53680 release to warehouse date: 23. Feb.2024 expiration date: 01. Feb.2027 supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.